Event description:
Information received by medtronic indicated that the customer alleged the insulin pump was under delivering insulin because the insulin pump did not give micro bolus and the customer experienced high blood glucose. Customer's blood glucose level at the time of incident was 260 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.